Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned device identified that the stent was detached from the balloon. The detached stent was not returned with the remainder of the device. From the examination it was noted that stent crimp marks were evident on the wall of the balloon. No issues were found that the hypotube profile. The balloon was inflated and deflated following inspection and no issues were noted with the tip or the balloon profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the pulmonary edema occurred when the promus element¿ was partly introduced to the target lesion. Examination of the returned device revealed that the stent was not mounted on the balloon and was not returned for analysis, however, the physician noted that the stent did not remain inside the patient.

Event description:
It was reported that the patient experienced pulmonary edema. The long and tight target lesion was located in the non tortuous and severely calcified right coronary artery (rca). A non-bsc guide wire was advanced to the lesion. The lesion was predilated. A 3.50x38mm promus element ¿ long stent was selected to treat the target lesion. During the process of implanting the stent into the rca, the patient experienced pulmonary edema believed to be caused by mitral stenosis. The stent delivery catheter was removed. The patient was resuscitated and the procedure aborted. No further patient complications were reported and the patient's status is stable.